Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the specimen bag broke. It is unknown at what point in the specimen retrieval process that the issue occurred or if the gallbladder had already been inserted in the bag when it broke. The surgeon did not want to use another endopouch from the same lot number, so the or staff tried to substitute the device with a competitive product, but the surgeon refused to use it. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information received: the surgeon typically uses a competitive product for specimen retrieval. He ended up having to use our product and the specimen bag ¿broke¿ when the gallbladder was almost completely outside the patient. The bag did not tear; it opened up and bile splashed onto the patient and surgeon. It is unknown if the suture broke or the bag was partially open. The case was completed using that same device as the specimen was almost completely out when the issue occurred. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.